Event description:
According to the reporter: occurred during an esophagectomy/gastric tube. The surgeon anastomosed the gastric tube and esophagus with no problem. Then, to close the entry hole, the surgeon clamped the tissue and fired the stapler. The proximal first quarter of the staple line had normal b-shaped staples. The cross point of the anastomosed staple line to the distal entry hole had tissue pushed longitudinally, and was not stapled at all. The staples which crossed over the anastomosed staple line were malformed. Prior to use, xylocaine jelly was applied on the cartridge and the anvil. Another device was used to complete the procedure. No patient injury or extension in surgical time. Patient status is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation noted some staples were received formed correctly and some were received malformed. Microscopic evaluation of knife blade showed damage. The sulu was reset and the device was able to be cycled completely. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Additional information: if information is provided in the future, a supplemental report will be issued.